Event description:
It was reported that: the catheter was inserted and when the infusion was started a leak was noticed at the hub of the proximal lumen. The PICC line was replaced. As reported in additional information, there was no reported patient symptoms that could be completely related with this event.

Manufacturer narrative:
Qn#(B)(4). The customer report of a juncture hub leak was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the catheter was inserted and when the infusion was started a leak was noticed at the hub of the proximal lumen. The PICC line was replaced. As reported in additional information, there was no reported patient symptoms that could be completely related with this event.